Event description:
During the 2012 (B)(4) conference, in a presentation titled, ''longitudinal stent compression during treatment of high grade distal left main stenosis,'' it was reported that stent compression occurred during a previously performed stenting treatment procedure. (B)(6) 2011 - the patient presented due to heart failure. The target lesion was located in the calcified right coronary artery. The physician placed an unknown manufacturer's 7f ebu 4.0mm guide catheter and then placed an unknown manufacturer's guide wire. The physician pre-dilated the target lesion using a 2.5x12mm nc quantum balloon ''resulting in a good preliminary result.'' Then the physician treated the target lesion using a 3.5x24mm promus element stent. Next, the physician performed balloon angioplasty, using a kissing balloon technique, using a 3.5x12mm quantum balloon in the left anterior descending artery and a 3.0x12mm non-bsc balloon in the left circumflex artery. The physician observed longitudinal stent compression citing a ''gap of about 5mm between stent and ostium.'' The physician treated the stent compression with placement of a 4.0mm promus element stent, ''in the ostium,'' and additional post-dilation using a 4.5mm nc quantum balloon. Using intravascular ultrasound during a six month follow-up, the physician observed, ''compressed stent area with several layers of struts.''

Manufacturer narrative:
Device is combination product. Source: 2012 (B)(4) conference. ''Longitudinal stent compression during treatment of high grade distal left main stenosis.'' Alfons fleig, m.d. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).